Event description:
It was reported that during cystoscopy with laser lithotripsy, the fiber was inserted through the dornier flexible ureteroscope. The fiber was advanced into the patient's left kidney. As soon as the fiber was visible on the video camera screen, the surgeon asked the staff if they could see the fiber tip bent. The staff confirmed the physician's observation. At that moment, and instantaneously without further action, the fiber tip broke off. The surgeon attempted to retrieve the tip, but removal of the tip was difficult, due to visibility limitations as continuous saline inflow was being applied. The detached tip was left in the patient's left kidney. The console laser was never engaged. No further patient complications or removal procedure were reported.